Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-13207. It was reported the pt experienced heating while recharging his scs system. The pt also reported the heating gets uncomfortable unless he charges every two days for 20-30 minutes. The pt stated he will continue to charge every two days to minimize the heating.

Manufacturer narrative:
This ipg model was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.